Event description:
It was later reported that the rv lead was surgically repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that ten days after implant, the right ventricular (rv) lead was showing a loss of capture and ventricular safety pacing (vsp) likely due to rv lead dislodgement into the atrium. A normal clinical interrogation with x-ray series was suggested to confirm dislodgement of rv lead into atrium. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concommitant product: 5076-52 lead (B)(6) 2014.